Manufacturer narrative:
Device code a0501 captures the reportable event of peg tube detached. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that an endovive standard peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure on (B)(6) 2022. During the procedure, the peg tube detached inside the patient. The procedure was completed with a new endovive standard peg kit pull method. There were no reported patient complications as a result of this event.